Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pump did not prime during activation, and patient was prompted to deactivate the pod. The pod was not worn. No impact to the patient's glucose level was reported. There is no information available regarding treatment.